Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported they were having issues charging their implant and the issue began probably the last month. Patient stated they went to charge the implant and it was stuck on looking for the device and it kept telling them battery empty but it wouldn't allow them to do anything. Patient said they reset the controller and now the implant was finally charging after 5 times. Patient also stated the paddle was getting hot and relay box is getting very warm. An email was sent to the repair department to replace the recharger. Agent emailed pt physicians list.

Manufacturer narrative:
Continuation of d10: product ID: 97755-s; serial#: (B)(6); product type: recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.